Event description:
A facility representative reported with a description of severed haptic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. It is stated in the file attachment that when observing cataract cases at facilities, the cataract account managers have noted technicians incorrectly loading the lenses in the following manner: "loading the intraocular lens (iol) too early (dwell time). Incorrect seating of the iol into the cartridge. This has led to the plunger advancing below the lens causing scratches to the optic surface. Underfilling viscoelastic into the cartridge to have enough viscoelastic to finish the case. Aggressive cleaning/removal of viscoelastic of the plunger after finishing the case." All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).